Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, overlapping and bunched. The stent moved 4mm distally on the balloon and over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of severe damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jul-2016. Same case as MDR ID# 2134265-2016-04831 and 2134265-2016-04830. It was reported that shaft kink occurred. The target lesion was located in the tortuous right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 3.5x38 promus premier stent was advanced and deployed in the distal lesion. Then a 4x24 promus premier stent was advanced proximal to the previously deployed stent and it became stuck /caught on the stent struts of the 3.5x38 promus premier stent. The stent was removed from the patient and it was noted that the stent looked frayed. Another 4x24 promus premier stent was advanced but the stent got caught in the guidezilla and the hypotube was kinked. The second 4x24 promus premier stent was removed and used the third 4x24 promus premier stent. However, it got caught on the collar of the guidezilla and the stent moved on the balloon. The procedure was completed with a 3.5x25 promus premier stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed the stent was damaged and moved on the balloon.